Event description:
It was reported that the brochovideoscope image was filled with numerous "snowflakes," resulting in blurred vision that hindered observation. The issue was found during an unspecified bronchoscopy procedure. The intended procedure was completed with another similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.